Event description:
This case was initially received via regulatory authority (B)(4) on 28-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("incapacitating abdominal pain in the iliac fossa") and pyelonephritis ("recurrent pyelonephritis") in a female patient who had essure (batch no. 810882) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: in good health prior to essure. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pyelonephritis (seriousness criterion medically significant), hypertension ("high blood pressure"), headache ("headaches"), abdominal distension ("constantly tense swollen abdomen"), back pain ("pain in the neck legs and lower back"), neck pain ("pain in the neck legs and lower back"), pain in extremity ("pain in the neck legs and lower back"), pruritus ("itching on forearms and lower legs"), peripheral swelling ("swelling of hands and feet"), paraesthesia ("paraesthesia of face"), hair growth abnormal ("change in hair growth"), alopecia ("hair loss"), fatigue ("major fatigue"), depression ("depressive syndrome"), cortisol decreased ("decreased in cortisol levels") and anxiety. The patient was treated with surgery (bilateral salpingectomy, hysterectomy, ablation of cervix). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, pyelonephritis, hypertension, headache, abdominal distension, back pain, neck pain, pain in extremity, pruritus, peripheral swelling, paraesthesia, hair growth abnormal, alopecia, fatigue, depression and cortisol decreased outcome was unknown and the anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, cortisol decreased, depression, fatigue, hair growth abnormal, headache, hypertension, neck pain, pain in extremity, paraesthesia, peripheral swelling, pruritus and pyelonephritis to be related to essure. The reporter commented: prior to placement of the inserts I was in good health. My health has deteriorated since placement of essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood cortisol - on an unknown date: decreased (depressed). A lot of different tests: no results provided. Further company follow-up with the regulatory authority is not possible. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced incapacitating abdominal pain in the iliac fossa and recurrent pyelonephritis. A bilateral salpingectomy, hysterectomy, ablation of cervix were performed. The event incapacitating abdominal pain in the iliac fossa is regarded as anticipated according to the reference safety information for essure. The other event is unanticipated. Abdominal pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. In this case, no alternative explanation was provided. Based on its nature, a causal relationship with essure cannot be excluded. With regards to the other event, considering its nature and that essure has a local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
This case was initially received via (B)(6) ((B)(4)) on 28-apr-2017. The most recent information was received on 09-jun-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("incapacitating abdominal pain in the iliac fossa") and pyelonephritis ("recurrent pyelonephritis") in a female patient who had essure (batch no. 810882) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: in good health prior to essure. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pyelonephritis (seriousness criterion medically significant), hypertension ("high blood pressure"), headache ("headaches"), abdominal distension ("constantly tense swollen abdomen"), back pain ("pain in the neck legs and lower back"), neck pain ("pain in the neck legs and lower back"), pain in extremity ("pain in the neck legs and lower back"), pruritus ("itching on forearms and lower legs"), peripheral swelling ("swelling of hands and feet"), paraesthesia ("paraesthesia of face"), hair growth abnormal ("change in hair growth"), alopecia ("hair loss"), fatigue ("major fatigue"), depression ("depressive syndrome"), cortisol decreased ("decreased in cortisol levels") and anxiety ("anxiety"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy, ablation of cervix). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, pyelonephritis, hypertension, headache, abdominal distension, back pain, neck pain, pain in extremity, pruritus, peripheral swelling, paraesthesia, hair growth abnormal, alopecia, fatigue, depression, cortisol decreased and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, back pain, cortisol decreased, depression, fatigue, hair growth abnormal, headache, hypertension, neck pain, pain in extremity, paraesthesia, peripheral swelling, pruritus and pyelonephritis to be related to essure. The reporter commented: prior to placement of the inserts I was in good health. My health has deteriorated since placement of essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood cortisol - on an unknown date: decreased (depressed). A lot of different tests: no results provided. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 12-jun-2017 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed 371 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 9-jun-2017: device evaluation received. Company causality comment. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.